Manufacturer narrative:
Conclusion: defect noted prior to use. As per FDA feedback of (B)(6) 2009, this defect, if not discovered, could contribute to injury or death.

Event description:
Remediation-physician evaluation: the physician took the device out of the package and noticed that it was damaged (there was a curve in the middle of the device. The physician chose not to use it.